Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Ndex surgery: 2009. Revision of shoulder components due to infection.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2009. Revision of shoulder components due to infection.